Event description:
Info received indicates the head section will not lower completely flat.

Manufacturer narrative:
The technician found the left head section gas spring was leaking oil. He replaced the gas spring to repair the stretcher.